Event description:
Same case as #6000089-2006-02379 and 02380. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and restenosis occurred and stent damage was discovered. The thrombosis was initially reported by a patient and the physician later provided additional information. An 80% stenosed lesion was located in the moderately tortuous mid lad and a 99% stenosed lesion was located in the mildly tortuous 1st dx. Both vessels were predilated with a 2.0x20mm aqua balloon. A taxus express2 2.5x20mm drug eluting stent was placed in the lad and, in the dx, the physician placed a taxus express2 2.5x24mm drug eluting stent and a taxus express2 2.5x12mm drug eluting stent. All stent balloons were inflated to 12atm. The dx artery stents were post dilated with a 2.5x12mm balloon inflated to 16 atm and the lad stent was post dilated with a 3.0x15mm balloon inflated to 14 atm. The patient was instructed to take aspirin and clopidogrel post procedure. The patient had "intense secondary prevention" which included daily exercise, cholesterol reduction, low fat diet and blood pressure control. The patient had been taking medications as directed. About 1 year post procedure, the patient was playing soccer, and developed an acute myocaridal infarction. He presented with chest pain and an EKG showed an anterolateral mi. A ccl study was performed which found that the infarction had been caused by an intrastent thrombosis of the overlapping stents in the dx artery. The thrombotic lesion was successfully treated with a 2.5x20mm aqua balloon inflated to 12 atm's. The physician suspected that the "curve is causing the problems." A new tight stenosis was found 5mm distal from the end of the distal taxus stent in the dx artery. It was treated with a balloon. Angiographic results were good. The stent in the lad "appeared bent, probably fractured and it had a severe focal in-stent restenosis." It was successfully treated with a 2.5x20mm balloon inflated to 12 atm three times. The patient has been reported as doing well and will remain under close follow-up with non-invasive studies. The pt will also be referred to surgery if symptoms reappear or if any ischemia is found. The patient continues to take clopidogrel as ordered. No further patient complications have been reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.